Manufacturer narrative:
Concomitant medical products: 4568-53 lead, implanted on (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high volume of short ventricle-ventricle (v-v) intervals and diminished r-waves. The rv lead is scheduled to be reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.